Event description:
Customer reported that the sensor gave inaccurate readings. She stated that the sensor reading was at 63 mg/dl when the blood glucose reading was 123 mg/dl. She also reported that the insulin pump will inappropriately go into threshold suspend. Customer also received a calibration error alert. She stated that there was no entry of an incorrect blood glucose or a delayed entry. She stated that the alert did not occur as a result of the first calibration attempt after initialization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.